Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and it was found that the distal end of the guidewire had been fractured and the hydrophilic coating was damaged/rough. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to advance was not replicated, as the device was fractured, however the condition of the returned guidewire is consistent with the reported event. The device failed to meet specification based on the damage noted to the returned device. Additional information received identified that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. It is probable that the guidewire was fractured and the hydrophilic coating was damaged as a result of the friction experienced during the attempt to advance the guidewire. An assignable cause of procedural factors will be assigned to the reported guidewire difficult to advance and to the analysed guidewire distal tip broken/fractured during use and guidewire hydrophilic coating surface rough, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis, the investigation of the device revealed that the distal end of the subject guidewire had been fractured . No clinical consequences were reported to the patient due to this event.